Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the right hip and then approximately 5 years, 2 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the most likely cause for the reported revision is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.